Manufacturer narrative:
The implicated product is a single lumen catheter. The product received for evaluation is a 3.0 fr. Single lumen catheter. The complaint sample is received in two segments. A lot history review is not possible as no lot number has been provided. No leaks are observed as the distal tip of both tubing segments are occluded and each is individually pressurized hydraulically to sustained pressures greater than 25 psi. Both the proximal and the distal ends of the distal segment have irregular edges with rough, granular faces. This is characteristic of blunt dissection. The distal tip of the proximal tubing segment displays the same attributes of blunt dissection as the distal segment. The complaint file documents two points of external catheter breakage occurring while the pt was dressing. The distal tip of the catheter was not recovered by the pt and subsequent x-rays "...didn't show any problems." The complaint of catheter breakage is confirmed. It should be recorded as user-related. Care should be exercised with inserting, dressing and maintaining them to avoid breakage." The instructions for use also recommends "the hub(s) of the catheter be securely fastened with tape, adhesive wound closure strips and/or transparent dressing." The complaint file documents the customer does not employ suture wings. The product instructions for use directs the user to "secure (the) suture wing in place by using sutures or adhesive wound closures."

Event description:
Placed on 11/14/97. On 11/17/97 as pt was pulling on sweater, the PICC broke in two places. They removed the PICC & the length was 12 1/2" but they don't have the tip. The account did an xray which didn't show any problems. The account doesn't use suture wings.